Manufacturer narrative:
Device is a combination product. The only piece of the device returned was a dislodged stent, damaged on its entire profile. No sds was retuned with the device therefore no baloon and tip profiles and shaft polymer extrusion or hypotube analysis could be performed.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the calcified left anterior descending artery. Difficulties were encountered during attempts to predilate the lesion with three balloons because there was calcification and rotablator was not used. After the third balloon was used successfully, a 2.50 x 24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent dislodged in the radial artery and could not be pulled out. Vascular surgery was performed to remove the stent from the artery. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the calcified left anterior descending artery. Difficulties were encountered during attempts to predilate the lesion with three balloons because there was calcification and rotablator was not used. After the third balloon was used successfully, a 2.50 x 24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent dislodged in the radial artery and could not be pulled out. Vascular surgery was performed to remove the stent from the artery. No further patient complications were reported and the patient's status was stable.